Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat moderately calcified, moderately tortuous, de novo lesion located in the mid-left anterior descending (lad) coronary artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter. A 4.0 x 18 mm xience xpedition stent was used and a dissection was noted. Another xience xpedition 3.0 x 18 mm stent was used to cover the dissection. There was no adverse patient sequelae and no device or procedural issues noted. There was no clinically significant delay in the procedure. No additional information was provided.